Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient came to the emergency department after having received a shock. A remote monitoring transmission indicated that the rhythm was a supra ventricular tachycardia (svt) that was detected as ventricular fibrillation (vf) and treated with anti-tachycardia pacing and high voltage shocks that were thought to be inappropriate. The transmission also indicated that there was some atrial oversensing that occurred on stored episodes occurring more than 2 months earlier. The patient was started on a new anti-arrhythmic medication. The device and ra lead remain in use. No further patient complications have been reported as a result of this event.